Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was identified as requiring replacement. The customer opted no to repair the system at this time.

Event description:
The field engineer reported that the system would not boot up. There is no report of pt injury associated with this event.